Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Another cartridge was loaded and the alarm did not reoccur. The customer did not check the blood glucose (bg) level. That night the customer's blood glucose (bg) level dropped to 17 mg/dl and food was consumed to address the low bg. The customer thought the low bg was related to the cartridge alarm 19. Tandem technical support advised the customer to discuss the low bg with a healthcare provider. Although requested, additional information regarding the low bg was not provided.